Manufacturer narrative:
No unexpected button error alarms or reset anomalies were noted during testing. The pump passed the error, displacement, and self tests. The pump had intermittent button response on the down arrow button due to moisture damage on the keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 7.8 mmol/l. The customer stated that the device restarted itself during reset and when it turn on, there was visible error on the screen the customer was tried to clear the alarm with esc and act combination but didn't work. The customer stated that no buttons respond.